Event description:
The biomedical engineer (bme) reported that they were missing a bed on the remote screen of the central nurse's station (cns). They rebooted the kvm, and then the cns to try to resolve the issue. However, the cns would not boot up properly and was displaying the display resolution error. The customer was using a aten display setup with 4 non interactive displays in the ICU. When the cns rebooted, the resolution did not come in properly with the aten integrated with their setup. The cns software did not start. This caused the cns to reboot. Now without the aten everything works as advertised minus the non interactive displays. Then to get the aten and displays working again, they used the remote device on a display and plugged it into the aten to sync the devices. Once that happened, the resolution went to normal, and the software started. The cns was displayed on all screens. No patient harm was reported.